Event description:
The customer reported intermittent lights on dog-house all come on. The system must be re-booted.

Manufacturer narrative:
The ge svc rep was unable to duplicate the problem. He re-seated the boards in the c-arm. The rep checked power supplies and re-loaded the software. The system is operating normally.